Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) the full lead was returned and analyzed. No anomalies were found however blood/body fluid was observed on the distal conductor.

Event description:
It was reported the left ventricular lead (model 4196) dislodged. Attempts to reposition the lead were unsuccessful. The lead was removed and replaced. It was further reported that during the procedure, there was an implant attempt of a model 4194 lead, and a guidewire could not be advanced past the tip of the lead. Cyclic noise was observed on the analyzer electrocardiogram (egm). No noise was observed in the unipolar configuration. New test cables were used and the noise persisted. The lead was not implanted. No patient complications have been reported as a result of this event.

Event description:
It was reported the left ventricular lead dislodged. Attempts to reposition the lead were unsuccessful. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.